Event description:
The pulmonary artery (pa) catheter balloon ruptured twice before a new one could be inserted. This has happened on multiple occasions recently with this brand. The provider is experienced. They were placing a pa catheter, the balloon was tested prior to insertion with the syringe provided in the catheter kit. While they were floating the catheter into position they realized the balloon had ruptured. The catheter was removed, and the process repeated with another. The 3rd catheter was inserted. This was a thoracic abdominal aneurysm (taa) procedure so a pa catheter was needed. The patient did not experience any significant harm, however we have concerns that patients may experience an air embolism if the provider cannot recognize and trouble shoot the defect effectively. The same catheter ruptured during a case on a few months ago and there were 3 additional ruptures last month. We have retained 3 of the catheters for the manufacturer. The lot number we had available for the ruptures last month were 06-508-sl, exp date 08/01/12.